Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event(s) of peritonitis, which required the patient to temporarily transition to incenter hd. The etiology of the serious adverse event(s) is unknown; therefore, causality could not be established. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. It is well established that esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. However, given the lack of clinical follow-up, timeline of events, medical intervention, causality and no manufacturer evaluation of the device, this clinical investigation cannot exclude the patient¿s liberty select cycler from playing a possible role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis and will be temporarily transitioned to hemodialysis (hd). Subsequent attempts to obtain additional clinical information (e.g., causality, discharge summary, hospital records, medication records, patient demographics) were unsuccessful.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis and will be temporarily transitioned to hemodialysis (hd). Subsequent attempts to obtain additional clinical information (e.g., causality, discharge summary, hospital records, medication records, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. However, no information in the system was found indicating that the affected product was delivered to the customer. Additionally, the last delivery lot was reviewed, however, no information in the system was found indicating that the affected product was delivered to the customer. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.